Manufacturer narrative:
The display was blank due to moisture damage on the electronic assembly.

Event description:
It was reported that the display on the insulin pump was faint. Troubleshooting was performed, but the display could not be restored to normal operation. Nothing further was reported.